Event description:
Fse reported an sterrad 200 sterilizer was found misting oil. The fse drained the oil and filled with new oil. The fse also replaced the oil mist filter. System meets MFR's specifications. Further follow-up with the customer indicated there were no human reactions to the oil mist.

Manufacturer narrative:
(B) (4): oil mist. Capital equipment, unit evaluated at the facility. The fse drained the oil and filled with new oil. The fse also replaced the oil mist filter. System meets mfrs' specifications.